Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements resulting in high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Subsequently, 18 and 29 joule commanded shocks were delivered, however, did not convert the patient. The patient was externally rescued. Programming changes were made and the patient was fitted with a lifevest. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.